Event description:
Follow up to (B)(4). I started out with a rash/ hives. (The rash on my face has never gone away completely) then came the infections urinary tract, kidney infections every month. Pains in my stomach that were never diagnosed. Cysts in the vaginal area that had to be surgical removed. Had numerous tests they found palyps in my intestines. Headaches, my menstrual cycle which wasn't painful was now extremely bloody and unbearable!!!! Next came the horrible achey pains in my joints and extreme fatigue. I used to be a completely healthy person. I have been diagnosed with ra and something lupus antibodies??? Nobody on either sides of my family have this disease! I've had a hysterectomy since, but my symptoms remain! (B)(4).